Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion hospitalization), tooth disorder ("dental issues") and gingival disorder ("gum issues") and was found to have haemoglobin decreased ("very low haemoglobin"). Essure treatment was not changed. At the time of the report, the menorrhagia, haemoglobin decreased, tooth disorder and gingival disorder outcome was unknown. The reporter considered gingival disorder, haemoglobin decreased, menorrhagia and tooth disorder to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: menorrhagia, hemoglobin decreased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media was received. Event added - dental issues and gum issues. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion hospitalization) and was found to have haemoglobin decreased ("very low haemoglobin"). At the time of the report, the menorrhagia and haemoglobin decreased outcome was unknown. The reporter considered haemoglobin decreased and menorrhagia to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: menorrhagia, hemoglobin decreased. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.